Manufacturer narrative:
The customer later called back stating that the reagents were low and believed that this contributed to the increased platelet (plt) results on both patients' samples; however, the instrument did not generate any error messages for low reagent levels. The customer replaced the reagents resolving the issue. Replacing the diluent may have resolved the reported problem indicating that there may have been a plug in the sweep flow line caused by poor diluent flow which could have caused the plt to increase and the plt results to be erratic as the customer indicated. Service was not requested for this event. The definitive failure mode cannot be determined. However, the fact that the reagent was replaced, primed and the instrument was restarted and that the samples were analyzed and recovered as expected for both patients indicates a partial sweep flow problem that cannot be proven. Act diff 2 analyzer operator's guide states that if plts only are incorrect, the diluent should be changed. Per product labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.

Event description:
The customer reported to beckman coulter (bec) obtaining increased platelet (plt) results for 2 patient samples tested on the coulter ac¿t diff 2 analyzer. The same patient samples were also run at a reference laboratory and obtained results correlated with the patients' history. Instrument results printouts were requested, but have not been provided by the customer. The customer only supplied plt values generated by the ac¿t diff 2 analyzer and the reference laboratory. No death or injury is attributed to this event and there was no change to patient treatment.